Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, upon firing no clips came out. When they just tried to fire several times several clips came out the same time either shaped or not shaped at all. No adverse patient consequences were reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the devices (a, b, c, d, e and f) were received in good visual condition. The devices were tested for functionality and it was noted that the staples were partially forming and ejected from the devices. After further analysis, the anvils were noted to be deformed. This deformation in the anvil will prevent the staple from being held in the firing chamber for its complete formation, resulting in an ejected staple. The deformation in the anvil has been correlated to a manufacturing process. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results confirmed that the device (g) was received with insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. This defect has been correlated to manufacturing process. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process. Device g additional information: batch # unk, expiration date: 09/2016, manufacturing date: 10/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.